Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-04232 for a description of the first device. The physician attempted to complete the procedure with a second hydratome rx sphincterotome device. According to the complainant, the tip of the hydratome rx sphincterotome was "smashed and disfigured" after if was advanced through the endoscope. The procedure was successfully completed with a third hydratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacturer date cannot be determined. The device has been discarded. A device analysis cannot be performed; therefore, the cause of the reported damage is undetermined.